Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin, and on the day of the reported event, the pump declared that the cartridge was empty. The customer's blood glucose (bg) level ranged from 200-300 (mg/dl). The customer confirmed a new cartridge would be loaded onto the pump, and a correction bolus would be delivered too address the bg level.